Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown stain was observed in the cassette line. This was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified one spike with brown colored particulate matter, suggestive of hydrocarbon on the spike tip inside of the fluid path. The reported issue was verified and the cause was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.